Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per dop 114-830. The sensor passed per specification with accurate readings. The cannula was split from the tubing.

Event description:
The customer reported via phone call that he received a calibration error and after waiting fifteen minutes and calibrating again he received a change sensor alarm. The patient's blood glucose at the time of incident was 170 mg/dl. The sensor alarmed when he was sitting down. The sensor was inserted into the left side of his stomach. The customer was advised on the timing of calibrations leading to the alert and on proper calibration recommendations. The customer was advised to remove and change out the sensor. The sensor was returned for analysis and a replacement sensor was shipped to the customer.